Event description:
A caller reported multiple intermittent occlusion events. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using humalog u-200 insulin with the pump. Tandem customer technical support informed customer that humalog u-200 insulin is off-label per the user guide. The customer resolved the issue by clearing the alarm and resuming insulin.